Manufacturer narrative:
Correction: per engineering review of photos the (f10) device code was changed from "leakage" 1250 to "torn" 4008. The product was not returned for evaluation. Imagery provided by the site shows the delivery system with the valve crimped on the inflation balloon, and multiple valve struts pointing outwards. The delivery system seems to have been separated proximal to the inflation balloon to the crimp balloon bond. A device history record review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The applicable trend categories were reviewed and determined to not be over the control limits set. A review of the complaint history from december 2018 through november 2019 revealed additional returned complaints for the commander delivery system (all models and sizes) similar complaints. A review of the complaint history revealed the monthly occurrence rate did not exceed the control limit for the trend categories. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the commander delivery system and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the commander balloon was 100% inspected. During the final inspection, the commander delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system difficulty with valve alignment, balloon torn and delivery system/crimped valve withdrawal difficulty were confirmed based on review of imagery provided by site. Investigation of complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. High valve alignment forces can be a potential root cause for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond. If the physician performed valve alignment in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. Additionally, if the thv is at a bend or angle during alignment, this can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. It was noted in the complaint description that ¿the commander with crimped valve was inserted and valve alignment performed in an almost straight section of the aorta. It was difficult to push the valve over the balloon, but it was managed¿. However, it cannot be confirmed, as no procedural imagery was provided. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and procedural factors (high alignment forces) may have contributed to the to the alignment difficulties resulting in a torn balloon. As it can be noted in the device photos received, the valve struts were bent outwards, which may have been caused from interaction with patient anatomy as a piece of the patient anatomy was attached to the valve after the delivery system was removed. As such, this may have resulted in the difficulty with withdrawing the delivery system back into the sheath. While a definitive root cause is unable to be determined, available information suggests that patient factors and procedural factors (retrieval of bent valve) may have contributed to the complaint event. The complaints were confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. Available information supports that the events were likely related to patient and/or procedural factors. The balloon torn issue and its associated risks have previously been assessed and documented by edwards lifesciences in a product risk assessment and a CAPA was previously initiated to address this issue. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed that the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The delivery system was returned still inserted through the loader and sheath. The delivery system¿s flex shaft was cut and the sheath shaft was returned cut. Procedural imagery provided shows the patient having some tortuosity in the vessels. During the deployment of the valve it can be noted that there was some difficulty experienced as the valve could not be deployed. Also it should be noted that the valve strut is slightly bent outwards and not aligned between the alignment markers during valve deployment. During the withdrawal of the delivery system with the valve still mounted on, non-coaxial withdrawal of the delivery system in addition to the bent valve strut catching on the tip of esheath can be noted. As the result of the described withdrawal conditions the valve can be seen further catching on the sheath, exacerbating the situation and not being able to be withdrawn. Visual inspection of the returned device shows the valve was over the inflation balloon, had a bent strut on the proximal end of the valve, and multiple bent struts on the outflow side. The crimp balloon was torn proximal to the inflation crimp (I/c) bond with balloon legs flared out and there were flex tips gouges. Dimensional inspection of the double wall thickness of the crimp balloon was measured proximal to the tear and was found to meet specifications. The complaints for delivery system difficulty with valve alignment, balloon torn and delivery system/valve withdrawal difficulty through sheath were confirmed through imagery review and inspection of returned device. Device investigation, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the events. A review of IFU/training materials revealed no deficiencies. High valve alignment forces can be a potential root cause for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond. If the physician performed valve alignment in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. Additionally, if the thv is at a bend or angle during alignment, this can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Evaluations of the device shows flex tip gouges present. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. It was noted in the complaint description that ¿the commander with crimped valve was inserted and valve alignment performed in an almost straight section of the aorta. It was difficult to push the valve over the balloon, but it was managed.¿ however as the procedural imagery does not show valve alignment, it is possible that tortuosity contributed to the alignment difficulties resulting in a torn crimp balloon. The bent valve strut, the valve not being aligned within the markers and the flex tip gouges are also indicative of high valve alignment forces. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and procedural factors (high alignment forces) may have contributed to the delivery system difficulty during valve alignment and balloon torn. As it can be noted in the imagery, the valve struts were bent outwards, which in addition to the non-coaxial withdrawal of the delivery system resulted in the valve strut being caught on the sheath tip leading to the reported withdrawal difficulty. The returned condition of the device (delivery system still inserted in sheath and balloon wings flared) further confirms the withdrawal difficulty. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and procedural factors (retrieval of bent valve/non-coaxial withdrawal) may have contributed to the withdrawal difficulty. Since no product non-conformance, IFU or training inadequacies were identified during this investigation and the occurrence rates did not exceed the monthly control limit for the applicable trend categories, no product risk assessment (pra) or corrective/preventive action is required at this time. The balloon torn issue and its associated risks have previously been assessed and documented by edwards lifesciences in a pra. A CAPA was previously opened for balloon torn issues by including additional instructions related to device preparation to minimize the tension in the device, which may potentially lead to delivery system damage during use.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in the netherlands, this was a 26 mm sapien 3 ultra case in the aortic position via transfemoral approach. The commander delivery system with crimped valve was inserted and valve alignment performed in an almost straight section of the aorta. During valve alignment, it was difficult to push the valve over the balloon. Afterwards, crossing the native valve went smoothly and pulling back the pusher was done without any problems. During deployment the balloon did not inflate. The balloon was damaged. When deflating the balloon, blood came back into the atrion syringe it was decided to pull back the system and the esheath, but it was not possible to get the valve back into the esheath, and one valve strut of the frame became bent during the attempts. Surgical intervention was required to remove the delivery system. The patient was stable post procedure.